Event description:
Per the clinic, the patient experienced intermittencies with device use, and the issue could not be resolved. The implanted device remains.it is unknown if there are plans to explant the device and to reimplant the patient with another device as of the date of this report, (B)(6), 2012.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2013; post patient's expiration. Per the surgeon, the cause of death was due to an illness not related to the cochlear implant. As device was reportedly malfunctioning, the surgeon requested the device be analyzed.this report is filed (B)(4), 2013.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): implanted device remains.